Event description:
Report received indicated that there was a particle inside the sterilized pouch. The defect was found during an overseas warehouse labeling. The shipping box and sterile pouch were received intact. The product was not clinically used. This product will not be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.